Event description:
It is reported that the device was implanted in 2001. Approximately 4 years post-op, the pt complained of pain. An x-ray revealed osteolysis around the screws securing the baseplate to the tibia. A revision surgery occurred in 2005, where wear were noted.

Manufacturer narrative:
Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based of the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.